Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had foreign matter (plastic particle) visible inside the syringe. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd plastipak¿ syringe had foreign matter (plastic particle) visible inside the syringe. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: two picture samples were received for evaluation by our quality engineer. Upon visual inspection of the two picture samples, foreign matter was not observed within the syringes. Ten retained samples of the same lot number were obtained for evaluation. Upon inspection of the retained samples, no foreign matter was observed. A device history record review did not find any deviations or non-conformances during the production of lot number 1802252 that could have contributed to the reported defect of foreign matter. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the reported defect was not identified, a cause could not be determined for this incident. Since no foreign matter can be appreciated in the pictures received, no foreign matter has been found in retained samples evaluated and no incidence has been found in DHR review, no formal CAPA is required at this time.